Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the radio frequency telemetry could not be used with the pulse generator. Restarting the programmer did not resolve the problem. The device was not used and was replaced. The patient did not experience any adverse consequences.